Event description:
It was reported that the patient had several red hazard alarms on (B)(6) 2024. Additionally, their flow and power parameters seemed a bit higher than normal. Log files were downloaded and revealed that phase b was a bit out of range in comparison to the other phases which were still congruent in the course. On (B)(6) 2024 the power and flow parameters increased suddenly very much, and the pump could not maintain pump speed at 4:07 pm. These events occurred on power module support. The phase graphics showed a completely untidy phase c. The flow calculation was completely out of range and on the monitor, the three + symbols were seen intermittently. The power increased to 12 watts (w) and was fluctuating very much. Evaluation and investigation of the driveline showed an abnormal behavior near to the connection to the system controller. According to the perfusionist the "connector of the driveline made a weird sound and the parameter raised up to 10-12 w and abnormal flow calculation up to 3 + symbols occurred." During this time the system controller also got very hot. When the 10 centimeters of driveline near the system controller connector was manipulated, the occurrence disappeared, and the parameters went back to more or less normal values. The system controller was exchanged but the issue recurred. The system controller was exchanged back to the original. The patient was doing fine but would stay in the hospital for further evaluation. X-rays were taken and the driveline appeared to make a sharp curve internally. Some areas externally looked stressed. According to the perfusionist, the entire percutaneous lead was taped during the course of last year, but only due to damages in the outer layer. Further decisions were being discussed. The patient remained on battery power. Additional information was received that the patient was having driveline fault alarms. They underwent a driveline repair and were swapped to a new system controller and driveline without issue. The patient had an active infection. Follow up log files had no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that after the patient was placed on battery power, they did have one yellow wrench advisory alarm. Afterwards no more issues were seen on battery power. The patient's infection was from erysipelas. They had a red rash and swelling. The patient received antibiotics. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
B5 narrative info. H1 - type of reportable event. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the distal section of the driveline confirmed wire insulation damage which could have caused or contributed to the power elevations, low speed event, and yellow wrench advisory alarms captured in the submitted log files. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. Review of the submitted log files confirmed power elevations, a low speed event, and yellow wrench advisory alarms associated with backup mcu fault flags and driveline fault flags. The events appeared to only occur while the device was connected to the power module and resolve with connection to ungrounded power (14-volt batteries). Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. Approximately 19¿ of the distal end of the driveline was returned with controller connector. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. Removal of the tape on the driveline found that most of the underlying jacket was missing. Moderate to severe breakdown of the metal braided shield was noted along the length of the driveline. Examination of the wires found wire insulation damage of the yellow and orange wires with exposed conductors. The wire damage appeared consistent with fatigue due to repetitive flexing over time. There was no other evidence of breaches or damage to the wire insulation or underlying conductors, confirmed through high-potential wire insulation testing. If the exposed conductors of the yellow or orange wire had contacted the metal braided shield while the device was connected to the grounded power module, the resultant short to shield could have caused or contributed to the elevated power, low speed event, and yellow wrench advisory alarms captured in the submitted log files. The driveline fault alarms captured in the submitted log file appeared consistent with suspected driveline wire damage; however, a direct correlation between the identified driveline damage and the driveline fault alarms could not be conclusively established. The patient ultimately expired, and it was reported that heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial (B)(6), were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists local infection and death as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Information regarding how to prevent and control infection can also be found in this section. Section 6 discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 ¿system monitor¿ of the IFU contains a section titled ¿pump stop button¿ that instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 15 to 0. The countdown lasts for 10 seconds. This section also instructs that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the pump off alarm message appears, the pump resumes at the previously set mode and speed. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.